Event description:
It was reported that the customer's insulin pump alarmed motor error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The motor passed the motor test. The unit was received with currents within specifications. The device had cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.